Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer experienced a low/high blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. A correction bolus and a manual correction injection was delivered to address bg. Customer updated their pump settings to address the event.